Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2024 additional information was received by an arthrex subsidiary employee who stated that "the surgery was a lateral ankle instability with arthroscopy. The anchor was discarded in accordance with the hospital's protocol. The anchor that was damaged was inserted into the fibula, and as soon as we pulled to test the anchor it came out, didn't stick, we reassembled the anchor and tried to use it again, but the wire was damaged and broke with the second attempt, making it necessary to open another anchor. "

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8990st fibertak® dx suture anchor didn't hold and was damaged. This occurred during use the fibertak 1.3 anchor was in place, they pulled it out to test it, and it didn't hold and was damaged, so they had to use another fibertak anchor to complete the case.